Event description:
It was reported that backup vvi due to a hardware reset was observed on the implantable cardioverter defibrillator (ICD). There was no indication the ICD had been used or implanted. Further information was requested but not available.